Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, it was determined that the motherboard does not start up and does not provide a picture at the video outputs. Because no image is displayed, the device information cannot be read out. The error description provided by the customer, "the fan is running at high speed, no image from any of the video outputs " could be confirmed. The most probable root cause is a component failure on the circuit board. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received. The fan is running at high speed, no image from any of the video outputs (dp, dvi, sdi). No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.